Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specification. Quality personnel then investigated the attachment. Maximum recorded temperature while free running the attachment for 30 seconds with coolant spray off was 54.3°c and 92.8°c after 1 minute 35 seconds. These temperatures did exceed requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed significant gear wear on the head-tail assembly. The cap end bearing was dry and corroded. The cap end bearing was seized up and was unable to be taken apart. The cap end bearing inner race was cracked. Some debris and lack of lubrication was observed inside the cap and head cavities and set components. There was also evidence of the set coming into contact with the interior of the cap cavity during use. This indicates severe interaction at high rotational speeds between these two mechanisms which may result increase the temperature causing heat reported in the complaint. The lack of lubrication may also have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.